Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred during normal usage. The customer's blood glucose level was elevated at 325 mg/dl, and was addressed with correction boluses from the pump and manual injections via a syringe. The alarm cleared and the pump resumed normal operations. It was confirmed that the customer will continue using the pump until the replacement pump arrives.